Manufacturer narrative:
(B)(4). Externalized conductors due to internal insulation abrasion were noted at 15.0-18.5cm, 23.0-25.5cm, and 11.0-13.6cm from the distal tip. Internal insulation abrasion was noted at 14.7-15.5cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that when a patient presented to the operating room for a device change-out for eri, externalized conductors were observed. The lead was explanted and replaced without problems. The patient was in good condition.